Event description:
The user facility reported that their amsco 400 steam sterilizer was leaking water onto the floor causing a potential to slip, fall, and procedure delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer. The technician found a bolt broke on the ck5 check valve causing water to leak from the unit. The technician replaced the check valve and repaired the piping/fitting. After the unit was tested and confirmed operating according to specifications it was returned to service. No additional issues have been reported.